Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with soap and water. On (B)(6) 2025, the patient developed itching and burning sensation, a rash, redness, and inflammation under the wearable. After 12 hrs. Later, the patient experienced itching sensation all over the body. She self-treated with over-the-counter oral allergy tablets (claritin 10 mg and benadryl 25 mg) and continued to wear the wearable. On (B)(6) 2025, the patient went to an urgent care clinic and was prescribed an oral and topical steroid (prednisone 20 mg tablets; and triamcinolone, two cream tubes), and oral antihistamine (famotidine 20 mg tablets) medications. On (B)(6) 2025, the patient decided to remove the sensor and followed up with her dermatologist for a 2nd opinion and was prescribed the same topical steroid cream (triamcinolone cream), but a different oral steroid medication (hydroxyz hcl 10 mg tablets). On (B)(6) 2025, the patient sent two photos and confirmed one photo is for this (B)(6) 2025, event and the other photo is for a different sensor skin reaction event that occurred on (B)(6) 2025 ((B)(4)). At the time of the report, the systemic itching sensation had already subsided. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H2 additional information. H11: related record: (B)(4) (not reportable).

Event description:
Subsequent to the initial MDR, additional information is required.